Manufacturer narrative:
Hw2630 and con090693 were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of log files which revealed 1 controller power up and associated motor start event logged on (B)(6) 2014 indicating that both the power sources were disconnected from the controller. Multiple low flow alarms have been logged starting (B)(6) 2014. The available controller data file does not cover the event date. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to a disconnection of both power sources from the controller. Heartware ventricular assist system -controller 1.0 controller / con090693 /model #: 1403us / expiration date: 2013-07-13. UDI: (B)(4). Concomitant medical products: no. Mfg. Date: 2011-07-13. Labeled? No. Patient code(s): (B)(6). Cardiopulmonary arrest. Device code(s): c63223 disconnection. FDA method code(s): manufacturing review 3317, analysis of data log(s) 3372. FDA results code(s): no failure detected 213. FDA conclusion code(s): device not returned 92. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: medical device controller / (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional devices for this complaints: unk controller / catalog number 1401us / expiration date: unknown. No, not returned to manufacturer. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Death is a known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that patient was in the hospital due to a generator change of their implantable cardioverter defibrillator (ICD). One day post implant, the nurse noted that the patient was off of telemetry. Upon entering the patient's room, the patient was completely unplugged from their vad and coded. A code blue was called and they followed advanced cardiovascular life support (acls) protocol. The patient was intubated, a chest x-ray was performed to confirm endotracheal tube placement. The patient was then successfully resuscitated and extubated. No further patient complications have been reported as a result of this event.